Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump received with broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she put the reservoir into the insulin pump but that nothing occurred when she pressed the act button. The blood glucose reading was 361 mg/dl. Customer treated with a manual injection. Customer was advised to remove the battery for 11 minutes and was assisted in clearing the battery out limit alarm and bolus stopped alert. Customer was able to exit the loop and complete the tubing filling process. Nothing further was reported.